Event description:
Rep reported that the surgeon could not reprogram the valve. As a result the valve was explanted and replaced with a different configuration.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. During the eval, an attempt was made to reprogram the valve. The valve could not be reprogrammed. Visual examination under appropriate magnification verified that the device was dehydrated with dry unk debris attached to the mechanism and interior walls of the silicone housing. A flow test with distilled water was performed, and a slight resistance was verified initially, however, it flowed subsequently without any difficulties. After the flow test, the valve was again submitted to the programming test. It passed the test. The valve successfully reprogrammed at five different pressure settings. It appears that the root cause appears to be attributed to the dehydration condition and the unk debris attached to the valve mechanism. Device history records were reviewed and they confirmed that the device conformed to specs prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.